Event description:
Total hip revision surgery. Patient was said to have fallen and had a fracture in pelvis region. The cup that was implant in 2012 had dislocated from the acetabular socket. Patient also had a rejuvenate stem implant during primary surgery so surgeon decided to revise the stem as well. He replaced it with a securfit max stem and replaced the psl cup with a tritanium multihole revision cup.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Total hip revision surgery. Patient was said to have fallen and had a fracture in pelvis region. The cup that was implant in 2012 had dislocated from the acetabular socket. Patient also had a rejuvenate stem implant during primary surgery so surgeon decided to revise the stem as well. He replaced it with a securfit max stem and replaced the psl cup with a tritanium multihole revision cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.